Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The high pressure regulator for the helium supply cylinder located in the cart was found to be leaking. Leak traced to the regulator. New regulator, pressure transducer and helium cylinder fitted. O-ring between the pump and cart replaced as a preventative measure. No leak now at the helium cylinder. Helium gauge on the cart is indicating full. Electronic helium gauge on the pump is indicating full. Full function check performed on the balloon pump using clinical trainer. Electrical safety test performed and passed. Balloon pump now operating as per the OEM requirements. Unit ready for clinical use.

Event description:
N/a